Event description:
The baxter service tech reported the infusion pump experienced a 715:00 failure code when the device was powered on. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.